Event description:
It was reported that the subject device had a plastic syringe nozzle stuck in the tool channel. The issue was found during set up / inspection for use before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.